Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. A 2.50 x 12mm synergy ii drug-eluting stent was advanced for treatment. However it was noted to have "skimped" from the balloon and was found in the co-pilot. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. The device was returned without the stent attached. The balloon cones were relaxed with signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Part of hemostasis valve returned with blood-like substance inside the valve but no stent inside. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred a 2.50 x 12mm synergy ii drug-eluting stent was advanced for treatment. However it was noted to have "skimped" from the balloon and was found in the co-pilot. No patient complications were reported.